Event description:
The reporter indicated that 13.2mm vticmo 13.2 implantable collamer lens of -12.0/1.5/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was later exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).